Event description:
The customer reported to olympus that the rubber on the end of the evis exera ii ultrasonic bronchovideoscope broke off and separated, getting caught on the endotracheal tube during a diagnostic procedure there were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Parts fell from the distal sheath. After further review it was also found that image was still foggy and intermittent after aeration, leakage from the insertion section, fixing screw was loose, fluid invasion at control body, control body detached at bending section, and fluid invasion at scope connection. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the phenomenon (broke rubber) could not be identified. Olympus will continue to monitor field performance for this device.